Manufacturer narrative:
In the initial report, the surgery center could not confirm the exact reason for having to replace the patient interface. Through follow up information was received that the surgery center has now indicated the suction break occurred prior to laser firing and the patient interface will not be returned. Therefore, the initially reported issue no longer meets reportability criteria. It is not a reportable product problem or adverse event. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported having to replace four patient interface cones (pis). The surgery center was not aware if the pi returns were due to suction break or debris on the pis. Although, several attempts were made for follow up, there is no additional information. This is 2 of 4 reports.